Manufacturer narrative:
Determination of root cause: assessment - during the onsite investigation, the territory manager (tm) observed ablations were not centered on the pmma disks resulting in ablation depth micrometer reading the edge of the ablation instead of the center. The tm instructed the customer to ensure the pmma disk is properly seated in the calibration test head prior to starting the fluence test. Fluence is a measure of the laser beam ablation power and is tested by a controlled ablation of a special pmma (type of plastic) disc, after which the depth of the ablation is measured and compared to the expected results. A successful system verification was completed per product specs. A review of the complaint database for the 3 months prior to this event revealed no other complaints for this laser system. Conclusion: based on the result of the investigation, the root cause was user error, specifically the operator did not properly prepare the pmma sample to assure proper seating in the fixture. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: inconsistent ablation depth meter readings. An ophthalmic technician reports inconsistent ablation depth meter readings.